Event description:
It was reported that the lead was having performance issues. The lead is still in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).